Manufacturer narrative:
User's technique may have caused or contributed to the adverse event since he reported he was inserting the catheter into a lubricant tube prior to insertion and then reusing the same lubricant tube for subsequent catheterizations. Patient has changed catheter brands.

Event description:
Patient (user) reported he contracted a urinary tract infection and had been admitted into the hospital on (B)(6) 2020 due to an infection and pain. The patient stated he did not notice any defects or malfunction with the catheter. His doctor discovered a kidney stone which the doctor said could have been the source of his history of repeated infections. He was treated, recovered and released on (B)(6) 2020.